Manufacturer narrative:
H.6. Investigation summary: bd received a 18 gauge insyte autoguard unit from lo 7201997 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no kinks, bends or cuts in the catheter tubing. Based off the visual inspection the engineer was unable to verify the reported defect. Since no kinks or bends were observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see section h.10.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced catheter kinking/bent during infusion during use. The following information was provided by the initial reporter: material no: 381544, batch no: 7201997. Event description: difficulty threading the catheter. Could not treat because catheter would not flush due to bending. Customer confirmed bending occurred during placement.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced catheter kinking/bent during infusion during use. The following information was provided by the initial reporter: material no: 381544, batch no: 7201997. Event description: difficulty threading the catheter. Could not treat because catheter would not flush due to bending. Customer confirmed bending occurred during placement.